Event description:
The customer reported that the surgeon was unable to pull the cutting trigger and could not cut the pt's tissue. The device was returned to covidien and visual inspection discovered that the webbing was protruding from the hinge.

Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete, a f/u report will be submitted.